Event description:
Early occlusion on 9/25/98. Bypass thrombectomy from distal, again occlusion. Lysis treatment on 9/25/98. After an angiography with contrast medium, the dr noted a leakage at the proximal part of the prosthesis, close to the proximal anastomosis. After further occlusion of bypass on 10/1/1998 user attempted thrombectomy. Explantation of the whole prosthesis and amputation of the thigh performed.